Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on screen and harder to see. Customer's blood glucose value was unknown. Customer also reported diminished battery life and rejected batteries. Insulin pump will not be returned for analysis.